Event description:
The patient reported experiencing elevated blood glucose of 9-17 mmol/l (162-306 mg/dl) since the beginning of (B)(6) 2010. Her normal blood glucose range is 4-6 mmol/l (72-108 mg/dl). She contacted her diabetes nurse and was advised to deliver additional boluses. She was unable to lower her blood glucose by delivering additional boluses. The patient discontinued use of the infusion device and her blood glucose decreased the same day. It is unknown if the patient switched to a backup infusion device or injected insulin via syringe. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.